Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to a broken cylinder. The app cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir with no clinical consequences to the patient.